Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the shaft/collar area, and there was numerous hypotube kinks. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 26feb2021. It was reported that the guidezilla could not cross the lesion. The 70% stenosed target lesion was located in the tortuous and mildly calcified anterior descending artery. A 5-in-6 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion due to vessel tortuosity and mild calcification. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that there was a partial separation at the shaft/collar area.